Event description:
It was reported the patient is deceased and a family member questioned why the patient passed away. The patient was ¿battling cancer and had a magnetic resonance imaging (MRI) scan on a friday, then had a twelve-hour surgery to remove a brain tumor. The patient underwent another twelve-hour surgery. The patient was recovering in rehabilitation and passed away from cardiac arrest. The family member requested information about how the device was functioning and wanted to know if the device was programmed back after the MRI. Additional information was requested and the only information learned was the patient had brain cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.